Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported conditon .

Event description:
Where the velcro strap is secured to plastic the strip seems to not have a grasp on the velcro. When undoing velcro for application it readily became disconnected and unable to use. This happened multiple times in code situations on a baby. Also happened on other children as well. We have used these for years with no issues (26 removed from stock and quarantined). Not reported to vendor representative.neo-fit neonatal endotrac 42-2540 (B)(4).

Event description:
Where the velcro strap is secured to plastic the strip seems to not have a grasp on the velcro. When undoing velcro for application it readily became disconnected and unable to use. This happened multiple times in code situations on a baby. Also happened on other children as well. We have used these for years with no issues (26 removed from stock and quarantined). Not reported to vendor representative. 1216677-2021-00150 neo-fit neonatal endotrac 42-2540 e-complaint (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings distribution history the complaint product was manufactured at csi on 09/16/2019 under work order (B)(4). Manufacturing record review DHR 269476 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history revealed one similar reported complaint condition. Product receipt the complaint product has been returned to coopersurgical via RMA #320829, 8/2/2021. Visual evaluation of the complaint product revealed no visible damage. Functional evaluation complaint unit was functionally evaluated and found not to function properly. Root cause the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Observation: the wrapping of the strip (005-050) is important. If done with the incorrect side so that the backing is in contact with the interlocking material it will not stick. The interlocking material on the frame (not part of the strip p/n-005-051) adheres securely on all samples returned. If done correctly there will be a large difference between velcro 005-050 (on the strip) and 005-051 (on the frame) per design. The anchoring is largely on the 005-051 p/n on the frame. The velcro on the strip is designed for easy disengagement and keeps the extra length of strip in place. It is suspected the customer had the wrong side on the interlocking material (grasping part of velcro). Correction and/or corrective action the units were discarded. No further corrective action is necessary, as the complaint condition was not confirmed. No applicable change in procedure to train to. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.